Manufacturer narrative:
(B)(4).

Event description:
During a polypectomy utilizing a 5mm morcellating hysteroscope, it was reported that the hysteroscope was brought into the uterine cavity and there was a uterine polyp in the right side anterior uterine body. The morcellator was brought into the field and no window lock could be achieved. It was reported that an attempt was made to morcellate the polyps without window lock; however, because of the lack of control of fluid dynamics, this was not possible and was abandoned. The hysteroscope was withdrawn and sharp curettage was done through the entire uterine cavity. There were no reported patient injuries or complications.

Manufacturer narrative:
Concomitant device 7209820 truclear footswitch. (B)(4).

Manufacturer narrative:
One service replacement hyster morcellator mdu, part number 7209807s was confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of window lock malfunction was confirmed. Cause of window lock failure is a worn driveshaft. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since driveshaft is over 4 years old.